Event description:
The lens was implanted and removed due to a tear in the central portion of the lens optic. The lens was cut into pieces to remove and there was no patient injury or event. The surgeon felt lens may have been defective.